Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left submental area on (B)(6) 2020 using the cooladvantage coolmini system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional data: a4 a6(white) b3 b5 d4. Changed data: d1 d8 d9 g1 h6.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the submental area using a coolmini applicator and may have developed paradoxical adipose hyperplasia in the treated area.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.